Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2018-aug-16 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump had been out because it was filled late. The event date was not specified. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-oct-15. It was reported that the patient did not remember the date when the pump went out because it was filled late. An office girl "read" the pump and told the patient it was full, but it was noted that the patient was beeping and told the girl she was beeping. The girl reportedly said she read the pump and the patient wasn't out, and refused to do anything. The symptoms the patient experienced related to the pump going out included becoming nauseated and extremely nervous, it was very hard to explain. The patient finally went to a different doctor and was advised she was in withdrawals. The pump was completely out. The patient was extremely angry, and noted "you get shaky. Just the beeping constantly stresses you out, but getting sick because some girl not a doctor did not check my pump!" It was reiterated that the doctor had some girl read the pump instead of him doing it, and the patient went into withdrawal. It was not right, and should have never happened.